Manufacturer narrative:
Available information suggests the device remains in service without further complication. This event will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status with a monitoring voltage of 2.60v and a charge time of 30.5 seconds. Technical services alerted the field representative and clinic account manager of the red alert issued due to eol. Technical services confirmed eol was caused by charge time, indicating that critical therapy remained available. Boston scientific received new information about this patient and device. In 2018 a representative was contacted to interrogate this device. Eol had been declared in 2009 and the patient and physician had agreed the device would not be replaced. The monitoring voltage was now 1.73v and technical services confirmed the device was in storage mode. Technical services discussed it would be up to the patient and physician to decide if the device should be explanted or not; there was no risk to the patient to leave the device in. No adverse patient effects were reported.